Event description:
During insertion of an expert tibial nail, the surgeon used a suprapatellar approach using the protection sleeve which caused damage to the patellofemoral groove. The insertion point on the edge between the tibial plateau and the anterior margin of the tibia could not be reached with the sleeve and surgeon moved down to a point just above the tibial tuberosity.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.